Event description:
It was reported that the patient with this pacemaker went into safety mode right before prophylactic gen change. The patient had asystole before and during case due to pacing not delivered when required. External pads were placed, and the patient was brought immediately to lab for generator change. Transcutaneous pacing was required during the procedure until the generator was removed and leads connected to pacing system analyzer. A premature battery depletion allegation was also observed. The pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker went into safety mode right before prophylactic gen change. The patient had asystole before and during case due to pacing not delivered when required. External pads were placed, and the patient was brought immediately to lab for generator change. Transcutaneous pacing was required during the procedure until the generator was removed and leads connected to pacing system analyzer. A premature battery depletion allegation was also observed. The pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The system resets occurred during other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.